Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
An international customer reported ¿motherboard error message weak battery¿. Further information has been requested. There was no adverse patient impact reported.

Manufacturer narrative:
The customer has not approved the quote to have this device evaluated nor serviced.